Manufacturer narrative:
(B)(4). The infusion started on an unspecified date and ended on (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor (2ml/hour) experienced an overinfusion. The reporter stated that the infusion completed 18 hours earlier than expected. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention reported. No additional information is available.